Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0/4.0/106 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.